Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator on (B)(6) 2017 and subsequently was hospitalized on (B)(6) 2017 (duration unknown). While in hospital the patient underwent skin flap revision surgery to excise skin and reposition the receiver-stimulator, and was treated with antibiotic injections; however the issue could not be resolved. Subsequently on (B)(6) 2017 the device was explanted and the patient was re-implanted with a new device on the contralateral side.

Manufacturer narrative:
This report is submitted (B)(6) 2017.